Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient faced an event of bent cannula on (B)(6) 2025. The blood glucose level of the patient was 382 mg/dl and ketones were 4.2 mmol/l. Also, the symptoms were confusion, sick, tired, altered vision. Therefore, the patient went to emergency room on (B)(6) 2025 for few hours due to diabetic ketoacidosis. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6).